Manufacturer narrative:
The meter and test strips were returned for investigation. The returned product was testing using a high level control and an lin 3 control. Testing results (qc range: 2.7 - 3.3 inr): high level; qc 1: 2.9 inr; qc 2: 2.9 inr; qc 3: 2.9 inr. Testing results (qc range: 4.1 - 6.8 inr): lin; qc 1: 5.4 inr; qc 2: 5.1 inr; qc 3: 5.2 inr. The obtained qc results were in the allowed range. No error messages occurred during investigation. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The customer¿s meter and test strips have been requested for return. Routine retention testing was performed. Test strip retention samples passed the internal inspection. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4). Occupation was lay user/patient.

Event description:
There was an allegation of a questionable result from a coaguchek xs meter serial number (B)(4). The result from the clinic's meter was 2.8 inr. The result from the patient's meter was 3.9 inr. On (B)(6) 2021 at 15:00, the result from the clinic's meter was 2.9 inr. On the patient's meter, the result was 4.6 inr. The therapeutic range was 3.5-4.2 inr.